Manufacturer narrative:
Integra has completed their internal investigation on 16 may 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Evaluation of device: the cam02 monitor serial number (B)(4) was returned under RMA (B)(4) to (B)(4) service centre for failure analysis evaluation. The failure analysis investigation confirmed the complaint incident. The evaluation identified the battery was draining quickly due to a faulty power board. The cam02 monitor received a replacement power board, was calibrated and safety tested as per f0421. The DHR review has been deemed satisfactory. Date of manufacture: oct 2014. No non-conformance issues or reports were raised during the manufacturing process for this device. No trend has been identified. A review of cam02 complaints was completed in the system using the key words ¿battery draining¿ in the search criteria. The review encompassed dates 31-mar-15 to 06-apr-16. A total of (B)(4) complaints were reviewed of which this complaint is the single occurrence in the search criteria. Conclusion: the customer complaint incident was confirmed. The root cause analysis identified a defective power board which caused the cam02 monitor¿s battery to drain quickly.

Event description:
A customer complained that the cam02 monitor was in need of repair due to the battery draining quickly even when the monitor was plugged in to a power source. The monitor was last serviced in (B)(6) 2016. The incident occurred on (B)(6) 2016. There was no patient harm or injury and it did not delay a procedure.